Manufacturer narrative:
The DHR for the product in question was reviewed and found without any irregularities. It is unclear under what circumstances could the device cut the suture considering the structure and operation principle of the device. The structure of the grasping jaws are rounded without sharp edges. The operation principle is to grasp the suture and hold it in the loop created by the jaws instead of firmly clipping it. A review of the record indicates that there is no similar issue since the product is launched. The event will be closed. If the additional information could be obtained for further investigation, the supplemental report will be filed.

Event description:
When the graspers were closed and pulling the suture in, it cut through the suture instead of grasping it.